Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing ongoing discomfort at the implant site. The patient believes they may be rejecting the implant and plans to see their doctor soon to discuss the issue. The site was described as sore and painful to lie on. The patient also mentioned that the device has not been working effectively despite trying both available programs. No troubleshooting was done during this call. The patient reported a history of their body rejecting implanted materials from previous surgeries and wouldn't be surprised if it's happening again, but they have not followed up yet. The patient called back, stating their bladder symptoms had improved, leading them to believe the infection had cleared. The patient plans to follow up with their physician. A prior culture had confirmed a kidney infection, though the date is unknown. The physician has not identified a reason for the recurrent infections. The only treatment reported was the medication prescribed. The patient underwent explant surgery, but the procedure was not necessitated by any infection. The patient reported that the device was not functioning properly and requested its removal. There was no communication with the patient care team prior to the explant, and no attempts were made to troubleshoot the symptoms to explore potential improvements. The patient had been doing well and recovered with no problems post-procedure. There were no complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing ongoing discomfort at the implant site. The patient believes they may be rejecting the implant and plans to see their doctor soon to discuss the issue. The site was described as sore and painful to lie on. The patient also mentioned that the device has not been working effectively despite trying both available programs. No troubleshooting was done during this call. The patient reported a history of their body rejecting implanted materials from previous surgeries and wouldn't be surprised if it's happening again, but they have not followed up yet. The patient called back, stating their bladder symptoms had improved, leading them to believe the infection had cleared. The patient plans to follow up with their physician. A prior culture had confirmed a kidney infection, though the date is unknown. The physician has not identified a reason for the recurrent infections. The only treatment reported was the medication prescribed. The patient underwent explant surgery, but the procedure was not necessitated by any infection. The patient reported that the device was not functioning properly and requested its removal. There was no communication with the patient care team prior to the explant, and no attempts were made to troubleshoot the symptoms to explore potential improvements. There were no additional patient complications.